Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred while battery was charging and the battery gauge was fluctuating. Customer's blood glucose was 206 mg/dl. After charging for 30 minutes, battery was fully charged.